Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was initially reported that the patient was hospitalized, however, no medical intervention has been reported to date. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per package insert instability and pain are known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- cemented stem extension, catalog # 00598801813, lot # 63869683, tibial component, catalog # 00588000102, lot # 63251471. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty. Subsequently, the patient is experiencing pain and the bearing will be revised due to instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.